Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On 4/12/2026 the patient experienced a hypoglycemic event. No specific symptoms were reported, but the emergency services were called. The patient was treated with glucose (route unknown). The patient was not brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented, and no patient information was available in order to do a follow up. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.